Manufacturer narrative:
The engineering technician reported that the handpiece ran in safe mode, and noted the motor cartridge was corroded. The device can seize or run in safe mode if the motor cartridge is corroded. Therefore, it is likely the reported event was being caused by the corroded motor cartridge.

Event description:
It was reported that the micro oscillating saw ran while in safe mode during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with the event.

Event description:
It was reported that the micro oscillating saw ran while in safe mode during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with the event.